Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported she received sensor error and weak signal alarms on her insulin pump. Customer was advised of proper sensor insertion and calibration methods. The sensors are being replaced. Customer also stated that she had low blood glucose earlier. Her blood glucose was 34 mg/dl before dinner. Customer's current blood glucose is 75 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.